Event description:
This complaint is linked to 2005-1883 and 2006-0079. User facility reported tubing cracked/broke at the stopcock near the transducer (red cap) causing csf leakage. The drainage system had been placed for 5-7 days, prior to csf leakage. The patient associated to this report was mobile and was transported for scans.